Event description:
It was reported that the patient suffered an infection following reimplant of the vns system. The patient had previously been explanted due to an infection (MFR. Report # 1644487-2014-02547). It was reported that the patient would undergo explant of this vns system due to the infection. It was reported that the incision has not healed. The patient's seizures have been reduced significantly with vns therapy so the physician plans to reimplant the patient at a later date. No additional relevant information has been received to date.

Event description:
Additional information was received stating that only a portion of the vns patient¿s lead was explanted. The physician later showed concerns that the remaining lead segment may also be infected as cultures of the explanted lead segment was positive for a staph infection. The patient underwent surgery on 04/20/2015 to explant the remainder of the lead and was given antibiotics. It is believed that the infection had cleared. The patient has not been re-implanted to date.

Event description:
Follow-up with the physician indicated that the explant was not to preclude a serious injury. Staph aureus was confirmed at the generator site but the culture at the lead site was negative. Wound healing was impacted by dehiscence from pressure as the patient is very thin with no subcutaneous fat. The patient has not been re-implanted to date.

Manufacturer narrative:
.